Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple...

Event description:
The customer reported that during a colectomy, some bleeding was seen even though an end tone, indicating a completed seal cycle, was heard. There was no patient injury. This occurred with another device in the same surgery which can be found on MFR. Report number 1717344-2010-00191.